Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. The pump was unable to verify unexpected restart alarm due to blank display. The pump was received with broken reservoir tube lip, cracked reservoir tube and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of damage and moisture damage from the insulin pump. The customer's blood glucose reading was 274 mg/dl. The customer stated that the pump bounced off a ceramic floor and the battery compartment is cracked due to a piece missing. The customer stated that he was off the pump for an hour and a half, which caused his blood glucose to rise. The customer took insulin to get it back down. The customer stated that the pump says unexpected restart alarm and there may be moisture on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.